Manufacturer narrative:
Added information to d8. H6: investigation results - the prosthesis wear reported and most likely cause for the prosthesis wear could not be confirmed or determined at this time due to insufficient information. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Neither the device, nor images of the device, were available for evaluation as the device remains implanted. Radiographs were not provided.

Event description:
As reported by the legal brief, on or about (B)(6) 2018, patient underwent left knee replacement surgery and was implanted with a truliant comprehensive total knee replacement. Patient suffers from pain in her left knee replacement. While this device was not included in defendants¿ initial recall notice which was insufficiently limited to packaging errors, and otherwise not sufficiently comprehensive, patient will also likely require revision surgery on her left knee due to accelerated and preventable polyethylene wear from the defective design of the device and a manufacturing defect of the device which produced toxic polyethylene particles and debris, resulting in premature catastrophic failure.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.